Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that her tampon came apart and pieces remained inside of her. During that time, she indicated that she experienced nausea, vomiting and a fever. The consumer stated that she inserted a tampon and immediately felt ill. She removed the tampon within 20 minutes of use and upon removal it unraveled. She was able to remove all remaining pieces. After removal she indicated that her symptoms subsided.